Event description:
It was reported that the device is measuring a low battery voltage compared to expected voltage. The device remains in use. No patient complications were repoted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed high battery impedance. The performance data collected from the device was analyzed and revealed "low telemetered battery voltage". On (B)(6) 2010, the telemetered battery voltage was 2.54 v, while the daily battery voltage trend measurement was 2.90 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "low telemetered battery voltage". On (B)(6) 2010, the telemetered battery voltage was 2.54 v, while the daily battery voltage trend measurement was 2.90 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "low telemetered battery voltage". On (B)(6) 2010, the telemetered battery voltage was 2.54 v, while the daily battery voltage trend measurement was 2.90 v.

Event description:
It was reported that the device is measuring a low battery voltage compared to expected voltage. The device remains in use. No patient complications were reported as a result of this event. It was further reported that the device has now reached a possible premature elective replacement indicator. The device was explanted and replaced. No patient complications have been reported as a result of this event.